Event description:
It was reported that multiple remote transmissions showing slow vts. Review of the episodes revealed myopotential oversensing which inhibited pacing in the pacemaker dependent patient. Isometric testing and programming changes were recommended. It was noted that the patient would be brought in to the clinic as soon as possible to do the testing and reprogramming. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.